Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. Additional information was received that the reason for ipg replacement was due to the ipg no longer taking a charge. The patient was doing well postoperatively. The explanted device will not be returned as it was discarded by the medical facility.